Event description:
A positive troponin ultra result was reported to the physician and upon repeat it was negative. A corrected report with the negative result was generated. It is unk if pt treatment was prescribed or altered due to the discrepant result.

Manufacturer narrative:
A siemens healthcare field svc engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant result was due to the wash 1 reservoir running dry which resulted in the sample cuvettes not being adequately washed. The instrument is performing within specs. No further eval of the device is required.